Manufacturer narrative:
Related MFR# 9610595-2024-11537. Establishment name: (B)(6) medical center, independent administrative agency, regional medical function promotion organization. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video system center screen went black and an error message appeared stating that olympus should be contacted. The display recovered naturally and the procedure was completed using the same set of equipment. The issue occurred during a therapeutic appendectomy procedure approximately 20 minutes after the start of the operation, during intraperitoneal observation. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomena be confirmed/reproduced. Olympus will continue to monitor field performance for this device.